Event description:
It was reported the customer had a frozen display on their insulin pump. Customer also stated they were unable to scroll and their buttons were unresponsive. The customer also stated their screen was not completely blank. Customer also stated alarms did not occur during or after the time the buttons were not responding. Troubleshooting was unable to recover the customer's frozen display. Customer could not recall any significant events leading to the screen's damage. The customer's blood glucose was 282 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No frozen display noted. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.